Event description:
Customer reported a reservoir leak on his insulin pump. Customer also reported there was more air bubbles than normal. She stated the reservoir leak had occurred during a bolus. Customer also stated the leak was past the o-rings but contained in the reservoir compartment. The customer was advised the leak could be caused by an air bubble expanding during the filling process. Customer's blood glucose was 400 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).